Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the left ventricular (lv) lead exhibited loss of capture. Technical services (ts) reviewed and observed amplitudes ranging from large to very small. Ts was unable to determine if this was true loss of capture or fusion beats with intrinsic. Ts recommended further testing to confirm. This crt-d remains in service. No adverse patient effects were reported. Additional information was received from the field. This device exhibited a high capture threshold. This crt-d was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. H6 updated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the left ventricular (lv) lead exhibited loss of capture. Technical services (ts) reviewed and observed amplitudes ranging from large to very small. Ts was unable to determine if this was true loss of capture or fusion beats with intrinsic. Ts recommended further testing to confirm. This crt-d remains in service. No adverse patient effects were reported.